Event description:
It was reported that the patient felt vibration from the implantable cardioverter defibrillator. Upon interrogation, the device was in backup vvi mode. Firmware download was successful. The patient condition was good.